Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, prior to use when the antibacterial envelope internal packaging was opened it was discovered that there was a foreign material on the packaging. The envelope was not utilized and there was no patient involvement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.